Manufacturer narrative:
Review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the lips and perioral area with juvéderm® volbella® xc. The patient was taking a liver cleanse supplement concomitantly. About a month and a half later, the patient experienced ¿granulomas¿ at the injection site. A biopsy confirmed the event. On the sate of onset, the patient began treatment with doxycycline, which went on for 14 days. The patient was additionally treated on this day with tmc 0.1% and I&d and drainage were attempted. 2 weeks later, the patient was treated with an ilk injection and prednisone taper. 4 days later, the patient was treated with hylenex®. Prednisone taper was continued on this day. 3 days later, the patient continued prednisone treatment. The symptoms are ¿resolving slowly¿. The patient is improving clinically.